Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to confirm the customer reported malfunction. The ventilator passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator's touch screen would not turn off the unit. The battery had to be removed or the unit being disconnected from the wall. There is no information about patient involvement.